Event description:
Boston scientific became aware of an event involving spaceoar hydrogel spacer through the article, "focal injection of radiopaque viscous spacer before focal brachytherapy as re-irradiation for locally recurrent prostate cancer" written by michael pinkawa, md et al. The patient was treated with 9 ml of viscous spacer, intentionally injected between the seminal vesicle fossa recurrence and the anterior wall and additionally 3 ml between the recurrence and the bladder wall, for this patient four syringes were used. The exact position of the hydrogel was confirmed in the computed tomography (CT). The patient reported urinary incontinence with single pad per day, pre-existing after initial prostatectomy. Ureter dilatation of 1 cm was detected 18 months after the treatment, a ureteric stent was placed. It was noted the hydrogel remained stable 18 months after. The patient condition was unknown at the time of this report.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source focal injection of radiopaque viscous spacer before focal brachytherapy as re-irradiation for locally recurrent prostate cancer by michael pinkawa et al. Block h6: imdrf device code a04 captures the reportable event of material integrity problem.